Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a device used in a fluoroscopy p procedure for a patient with a preoperative diagnosis of primary osteoporosis and a compression fracture at the l1 level. Pre-rupture measurements were 200 and 2cc. During the procedure, surgery was initiated and a path was created on both sides using an osteointro ducer, then smoothed with a precision drill. The balloon was subsequently inflated; however, the right balloon ruptured at that time. The ruptured right balloon was removed, and fluoroscopy was used to confirm the presence or absence of extravertebral leakage of the contrast agent. After deflating the balloon, the cavity was filled with cement, and hardening of the cement was confirmed. There were no patient symptoms or further complications reported regarding the event. Additional information indicated that there was no malfunction with the cement.

Manufacturer narrative:
G2: country of origin is japan d.4. Product identifiers are unknown h3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.